Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the battery rates and output went to zero when turning on the external pulse generator (epg); testing the epg and turning it on and off several times revealed that the battery was low even though it was new. The epg remains in use. There was no patient involvement.